Event description:
The facility rep. Reported door lever broken. Information was not provided regarding whether or not the problem occurred, during a pt infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hosp rep. Stated the there were no reports of pt injury or medical intervention.